Event description:
It was reported that vessel jailing and closure and stent damage occurred. Vascular access was obtained via the radial artery. The 28-29 x 3.5mm, eccentric and de novo 80% stenosed target lesion was located in the left anterior descending (lad) artery. Pre-dilation was performed with a non-bsc 3.0x15mm balloon catheter. A 3.50x32 mm promus element stent was then deployed in the proximal to mid lad, between the first and second diagonals (d1 and d2), to 12atms/10sec. Post dilation was performed with a non bsc balloon to 20atms/10sec. The ostial of d2 was jailed by the strut of the promus element and became 90% closed, but timi iii flow was still maintained. A non-bsc wire was inserted into the d2 and the kissing balloon technique was performed between d2 and the lad using a non bsc 2.0x15mm balloon catheter in the d2 and a 3.5x15mm non-bsc balloon catheter in the lad. However, the strut was protruding into the d2 branch. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at the time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).